Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg site suture opened approximately one week after implant. Reportedly, the patient had bleeding from the ipg site and was taken to the emergency room (ER). As a result, the suture was redone.

Event description:
Additional information provided the patient¿s issue has resolved.